Manufacturer narrative:
A ge representative inspected the system and could not reproduce any errors. Ge representative checked the 5vdc at the generator, verified power cord connections are tight, inspected candle sticks (high voltage connectors) for arcing, and regreased them, performed arc test and system did not arc. Replaced control panel processor and tested system, could not duplicate any errors or problems. System operates as intended.

Event description:
The customer reported the system displayed a control panel error message during a procedure. No pt injury was reported.